Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self-test, unexpected error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, operating currents off no power test and excessive no delivery test due to blank display. Pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer stated that the pump alarmed battery out limit. The customer reported damage inside the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The "date of this report" and the "date received by MFR¿ provided in the initial report were incorrect. The correct dates have been provided in this report.